Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient expired. The cause of death was cerebral hemorrhage. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced facial drooping while at home. The patient became unresponsive on the way to the hospital's emergency department, and never regained consciousness. A CT scan performed found 3 places of cerebral hemorrhaging. The decision was made to withdraw care.